Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a metal-piece like foreign material was found in the anterior chamber of the patient's eye on postoperative day three visit. The foreign material was removed. It is unknown from which product the foreign material originated.

Manufacturer narrative:
No phacoemulsification (phaco) tip was returned for evaluation for the report of a metal-like piece of foreign material removed post-op. A forcep handpiece was returned that had the foreign material attached. A photograph was provided with the complaint. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A review of the photograph returned was performed. The photograph shows two magnifications of the same region of the forcep tips. The larger magnification shows a metallic like mass present on the inside surface of the one of the forceps. An analysis was performed on the metal mass on the grip of the forceps at the laboratory. The foreign metal was determined to be composed of titanium, vanadium, and other material components. The evaluation does confirm the presence of a metal mass of metal identified as mainly titanium. The exact source of this titanium cannot be determined as no phaco tip was returned with the complaint, but the most likely source of the metal is from a phaco tip. How and when this metal mass was generated cannot be determined from this evaluation. The most likely root causes for the generation of metal is from the phaco tip being hit by another object during surgery, reuse of the phaco tip, or from the manufacturing issue in not removing a metal spiral from the inside diameter of the phaco tip during the machining process. The photograph provided with the complaint file does not support that the visual appearance was due to a manufacturing issue. No specific action with regard to this complaint was taken by the manufacturing facility because the reason for the complaint issue cannot be determined from this evaluation. Phaco tips are also 100% visually inspected by trained operators during several process operations during the manufacturing process. Quality also performs a small sampling for each lot with a visual inspection that would identify any area of the phaco tip that may have loose metal particulate or be a source for the generation of metal. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).